Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) elevated to an unknown value with ketones present. The customer addressed bg with manual injections. Supply changes were performed to clear the occlusion alarms and the occlusion alarms continued. Reportedly, the customer reverted to alternate insulin therapy.